Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) spotting daily') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2005, c-section in 2003, vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), menometrorrhagia and vaginal discharge. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6)2013, the patient experienced uterine enlargement ("reproductive system disorder or condition; enlarged uterus"), 2 months 21 days after insertion of essure. The patient was treated with surgery (robotic total laparoscopic hysterectomy; bilateral salpingectomy and ablation on (B)(6) 2013). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain and back pain had resolved and the menorrhagia and uterine enlargement outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received. This case is incident now. The previously reported event injury was replaced with events per pfs: abnormal bleeding (vaginal, menorrhagia), pelvic pain, reproductive system disorder or condition type of disorder or condition: enlarged uterus, abdominal pain, lower back pain. Event severity was added. Patient's medical history was added. Laboratory data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.